Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported via the edwards lifesciences implant patient registry that a 26mm sapien 3 ultra valve, implanted in the aortic position, was explanted after an implant duration of 3 years and 10 months. A surgical valve was implanted. Prior to explant, the patient was experiencing symptoms of chest pain, shortness of breath, and cough. The indication for the explant was severe aortic stenosis. The prosthetic leaflets appeared calcified with restricted leaflet excursion consistent with structural valve degeneration. There is no evidence of hypo attenuated leaflet thrombosis. The mean aortic valve gradient prior to explant was 57.2mmhg. The 26mm sapien 3 ultra valve was explanted and a surgical valve was implanted.